Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a routine generator change, high pacing impedance due to a set screw issue was observed on the atrial channel. The device set screw could not be loosened because it was stripped. Wire cutters were used to help break away the header but the patient's lead pulled apart, freeing the device. A new lead was placed and the procedure concluded without further complications. The patient was stable throughout.

Manufacturer narrative:
Additional information: the device was returned without a header for analysis. Because the header contains the parts required to evaluate the set screw and impedance issues, analysis could not be performed and no conclusions were reached. The damage found was sustained during the surgical procedure.